Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead impedance warning and a polarity switch occurred on the right atrial (ra) lead. High thresholds were also reported and high and undefined impedance on the ra lead. It was also reported that the right ventricular (rv) lead exhibited high number of the sensing integrity counter (sic) oversensing episodes. Both the ra and the rv leads remain in use. Intervention is planned for the ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a revision was scheduled but has been put off due to corona virus pandemic indefinitely.